Manufacturer narrative:
H10: the device history record review show no deviations to manufacturer specification. The sample was not returned for evaluation, however functional test was performed on the syringe with the same p/n 9025tru according to pqas 72-00001 etal to try to replicate the reported defect, noting that perhaps if the user, when removing the cap from the syringe, rotates it, it can loosen from the sure lock and cause the reported failure mode. Because no problems were identified in our processes a root cause of the problem was not determined.

Manufacturer narrative:
The customer reported the product sample and photo is available for analysis. At this time, vyaire has not received the suspect device for evaluation. Any additional information provided by the customer will be included in a follow-up report.

Event description:
The customer reported an issue with abg kits. The luer lock threads attaching the needle to the safety catch oozes blood while obtaining an abg sample from an (B)(6) patient. At this time, there is no information regarding patient harm.